Event description:
Per the customer, during a procedure, the canister had approximately 2000 ml at the end of the case, from that 500 ml saline was added at the start of the case and there was, at most, 200ml of other irrigation used during the case. The device reported a qbl of 571 ml. Per the customer, there should have been around 1300 ml blood. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.